Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient was performing exercises in physical therapy (pt) that caused a subscap rupture and subsequent instability. An 8mm spacer and +4mm insert was used to stabilize the joint.